Manufacturer narrative:
Reference reports 3003853072-2017-00160 and 3003853072-2017-00161 for this event. The returned device was examined. Functional test shows the drivers are operable, however due to the bent/twisted grooves at the tip; it is no longer in specification. There were no manufacturing issues detected which would have contributed to this event. The most likely cause of the return would be damage occurring with use.

Event description:
The plug driver was returned with no information. Additional information was requested but not received. During device evaluation by zimmer biomet personnel, it was found that the instrument had bent/twisted grooves at the tip. This is report one of two for this event.